Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and repaired at the service center. The complaint alleging motor operational deficiencies was confirmed. However, no connectors were found to be physically damaged. The keypad did not activate the motor and the resistance values were found to be out of specification, therefore the hand control set was replaced. The motor was found to be corroded and would not turn, therefore it was replaced. A short circuit was found in the motor cable, therefore the motor cable was replaced. Fluid contact with the motor has the potential to cause corrosion of the motor, therefore is a potential root cause for the motor being corroded. When the motor is corroded, it has the potential to affect the function of the motor, therefore is a potential root cause for the reported failure. When the keypad buttons are defective, the motor may not function as intended therefore is also a potential root cause for the reported failure. A short circuit in the motor cable may also affect the operation of the motor, therefore is also a potential root cause for the reported failure. However, given the information provided we cannot discern a definitive root cause for the reported failures. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 9/26/2017 and passed all functional testing before being returned to the customer. No further investigation is required. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via phone that the micro tornado handpiece with hand controls requires service. It has a broken connector and the motor no longer rotates. There were no delays, no patient harm and the operation was completed with another hand piece.